Event description:
The patient reportedly did not use the device for more than three years. Three years ago there were no complaints about the device function from the center or family. The patient's device was explanted.